Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient representative reported that the patient experienced lymphadenopathy, inflammation, discomfort, rashes, swelling, itching, fear of alcl, to reduce risk of alcl and due to symptoms related to alcl including: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, anxiety. The following reported events have been deemed no related to the device: disfigurement, significant scarring, chronic insomnia, weight loss, weight gain, chronic gastrointestinal upset and reflux, diarrhea, vomiting, fever, chills, chronic headaches, and nausea. This record is for the left side. The device has been explanted and replaced. The manufacturer of the device is unknown.